Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Additional information was received several years later indicating this device was explanted due to an unrelated issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a high, out-of-range shock impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information was received that the ICD system was tested with a synchronized shock that returned a normal shock impedance of 83 ohms. The physician decided there was no need for further action at this time. The issue is still ongoing. The systems remain in service. No additional adverse patient effects were reported.